Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the evaluation of the returned device and the reported acute rise in lactate dehydrogenase, worsening end organ dysfunction, cardiogenic shock, and respiratory distress cannot be conclusively determined. The pump was returned with the percutaneous lead (driveline cut less than 1¿ from the pump housing and the severed portion of driveline was returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned unattached from the outflow elbow. The outflow elbow was returned unattached from the pump outlet port. The device had been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the outflow elbow revealed a deposition of post-explant, blood. The deposition appeared to have been exposed to a fixative agent prior to being returned. Due to this, the composition of the depositions could not be conclusively determined. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and respiratory failure are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿ outlines the use of anticoagulation therapies and recommended inr levels. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient recently experienced acute decompensation requiring admission to the intensive care unit due to worsening end organ dysfunction and acute rise in lactate dehydrogenase. Lvad interrogation non-revealing, no alarms. Echocardiogram (echo) revealed dilated lv at lvad speed of 9400 with 4+ mr, 2-3+ tr and 1-2+ ai; dilated rv. Ramp echo on (B)(6) 2019 with rmp¿s starting at 9400 with lved at 7.2 cm, av not opening, 1+ mr ramped to 1200 rpms, lved 7.1 cm, av not opening and 3-4 + mr. Computed tomography did not show thrombus. The patient required intubation on (B)(6) 2019 due to respiratory distress. On (B)(6) 2019, the patient developed cardiogenic shock with drop in ci and need for intra-aortic balloon pump (iabp) in the early morning. The patient underwent a pump exchange.